Manufacturer narrative:
On (B)(6) 2010, a crx device was implanted by surgeon. In a f/u visit, the lateral cross screw was removed in dr. (B)(6) office. The pt was seen again in (B)(6) 2011 (4 months post op) and the implant was found to be broken. The implant was removed on (B)(6) 2012 (19 months post op) due to non-union and broken hardware. The non-union was revised with a plate. A form FDA 3500a, was filed by the risk management consultant for the hospital office on (B)(6) 2012. The labeling indicates that a screw shall be placed to secure the implant and the surgeon must be thoroughly knowledgeable in all medical and technological aspects of the surgery. It also warns of hardware failure in the case of delayed or non-union. Removal of the screw prior to bony union is considered a user error. The surgical technique describes the placement and confirmation of placement of the lateral screw. This is a f/u report to the original uf/importer report (B)(4).

Event description:
Original text from facility: "event desc: during f/u orthopedic office visit, x-ray was taken and confirmed that the nail had broken. Surgeon took the pt to surgery for hardware removal. Sonoma nail removed. Broken in 3 pieces. What was the original intended procedure? Exploratory orthopedic surgery with hardware removal in late (B)(6) 2012. Original surgery was in (B)(6) 2010 for clavicular fracture. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working)." F/u text from MFR: the lateral cross screw was removed prior to bony union. Subsequently, the device was removed approx 19 months after the initial surgery because of persistent non-union. The device was not returned and no surgical data (x-rays, pt info, or operative notes) were available.